Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported cardiac perforation. The device history record was reviewed to ensure that each manufacturing and inspection with abbott specifications and procedures. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of the device.

Event description:
During a left atrial tachycardia ablation and pulmonary vein isolation procedure, a cardiac perforation occurred. After ablating the left superior and inferior pulmonary veins, adenosine was administered into the patient. The physician felt the pulmonary veins were not isolated so two additional ablations were performed. The left inferior pulmonary vein was ablated a second time and when ablating the left superior pulmonary vein the patient became hypotensive and x-ray displayed no heart movement. An echocardiogram revealed a cardiac perforation and a pericardiocentesis was performed which stabilized the patient. There no performance issues with any abbott device.